Manufacturer narrative:
(B)(4). A complete lead was returned in two pieces. External insulation abrasion was noted at 10.3-10.7cm from the connector pin, consistent with friction to the device can. This is consistent with the observation from the field of noise, pacing inhibition and unacceptable threshold.

Event description:
It was reported that the patient presented to clinic for follow up. The patient experienced dizziness and pre syncope. Upon interrogation the right ventricular lead exhibited noise, inhibition of pacing and high pacing threshold. Fracture was also noted on the right ventricular lead. It was reported that during the procedure patient suffered a complication in the form of right ventricular tear. The patient underwent repair via full sternotomy. The patient was in a stable condition post procedure.